Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaks. The customer¿s blood glucose level was 124 mg/dl. The customer reports they did not receive a sensor updating alert. Customer reports they did receive a calibration not accepted alert. The device will be returned for analysis.